Event description:
A malfunction was reported on the customer's pump, and it was noted that no notable events occurred prior to the malfunction. The customer's blood glucose level exceeded normal levels, displaying as "high," but a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support provided information to reset the pump, but the malfunction code reoccurred even after resetting. Therefore, a decision was made by cts to replace the pump, and the customer was advised on how to return the faulty pump. Additionally, cts provided instructions for storage mode and informed the customer about programming and connecting their replacement pump. The customer was prepared to handle the situation following cts's guidance and a replacement pump with updated software details was sent to the customer.